Event description:
In 2008, the pt reported that for the past 3 months it has taken 25-40 units of insulin to prime her insulin infusion device until insulin drips. She stated she believes this has caused the insulin counter on the device to become inaccurate. She said she received a low cartridge warning on her device today but her infusion tubing was empty. She stated there were no leaks in the tubing and it was not torn. The pt believes the device piston rod is not working properly . The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.